Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of loose stools and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in (B)(6) 2011, the patient experienced loose stools. On (B)(6) 2011, the patient experienced peritonitis and the patient was hospitalized that same day. The cause of the peritonitis was loose stools. On an unreported date, remedial therapy began with fortum (1gm, once a day, ip) and reflin (1gm, once a day, ip). Dianeal therapy was ongoing and the peritonitis was resolving. The outcome for the event of loose stools was not reported. The nurse stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of loose stools.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA.